Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 row d was not detected on bus. A field service engineer inspected all cables and connections with no issues identified, and a reboot did not resolve the problem, replaced the older-style drawer controller printed circuit board (pcb), which restored functionality. Verified the repair in the hardware test application (hta), and the customer successfully tested the drawer in the pyxis application, completing inventory without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, entire drawer was failed and not connected to the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.